Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter suffered a cardiac tamponade. The physician used carto® 3 mapping system. The transeptal puncture to access the left atrium was successfully performed and the fast anatomical map (fam) of the left atrium was created with no issues. Circumferential ablation was performed on a wide area of the left pulmonary veins. While moving the lasso® 2515 nav eco catheter to the right pulmonary veins, it was noticed that the patient had some respiratory issues and there was a reduced movement of the cardiac shadow. The ultrasound confirmed a cardiac tamponade and the procedure had to be abandoned. A pericardial drain was inserted. This did not solve the issue and the patient had to be taken to surgery to repair a perforation at the bottom of the left atrial appendage. The patient is now recovering from the surgery. Multiple attempts were done to request for further details of the procedure. However no additional information has been provided.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturer # (B)(4).